Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of "accuracy/ calibration" could not be confirmed through the event history log (ehl) but was reproduced through troubleshooting of the device. The cause was determined to be the out of range output flow readings. The pressure plate travel was corrected for this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an accuracy /calibration issue. There was no patient involvement. No additional information is available.